Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record (DHR) review was performed for the finished device 00001689 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Air was mixing in the sheath. Air was mixed when the catheter switched. Negative pressure to prevent air from entering was prevented by hand to remove the air, so it was used as it was and the procedure was completed. The procedure was completed without patient's consequence. No air was being introduced into the patient. The physician did not performed any maneuvers to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Air flow into side port is MDR-reportable.